Manufacturer narrative:
Evaluation results: (issue cannot be confirmed due insufficient information). No results available since no evaluation was performed. (No device received for evaluation). Evaluation conclusions: unable to confirm complaint based off limited details received and no device returned for evaluation. (Issue cannot be confirmed due insufficient information). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 2.25 x 30 mm drug eluting stent. It was reported that the balloon failed to deflate after the stent was deployed. There were no patient complications.